Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported problem. It was also observed that the defibrillator would not deliver energy. The cause of the reported problem was determined to be due to a failure of ic u12 on the biphasic pcb assembly. The customer was provided with a replacement device.

Event description:
It was reported by the customer that the device was displaying the red service indicator and had a service event code logged in memory. There was no pt use associated with the reported event. Upon initial eval by physio-control, it was observed that the device would not deliver energy.